Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause is undetermined.

Event description:
It was reported that a bd insyte autoguard shielded IV catheter had a needle tip brake off in the patients arm. The patient received a ultrasonography to located the foreign body, and then the foreign body was removed in the operating room.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter had a needle tip "brake" off in the patients arm. The patient received a ultrasonography to located the foreign body, and then the foreign body was removed in the operating room.